Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09478 and 2134265-2016-09585. (B)(4). It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis, a length of 12 mm, and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation, placement of a 3.00 x 20 mm study stent. Following post-dilatation the, residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, a 2.5x28mm promus premier¿ stent was implanted at the distal rca and 2.5x12mm promus premier¿ stent was implanted at the mid left anterior descending (lad) artery in (B)(6) 2016, the patient was noted to have symptoms of chest pain. Cardiac enzyme was noted to be elevated and the patient was diagnosed with non-st segment elevation myocardial infarction (nstemi) and was referred for cardiac catheterization. On the same day, the 90% in-stent restenosis of distal rca stent was successfully, treated with a excimer laser coronary atherectomy and balloon angioplasty with less than 20% residual stenosis and timi 3 flow. Additionally 99% restenosis segment of the proximal lad was also treated with excimer laser coronary atherectomy and balloon angioplasty with 0% residual stenosis and timi 3 flow. Follow-up core lab angiography findings of distal rca, noted absence of thrombus as well as aneurysm. However, core lab noted the presence of isr pattern 2. On the next day, the patient was discharged on dual antiplatelet therapy.